Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor was no longer receiving power. The monitor has had successful transmissions in the past. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event.